Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cable requires reset. A field service engineer, reseated row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawers 6.1 and 6.2 are consistently experiencing failures in 3n and drawer 6.1 has a frequent tendency to eject or unload cubies. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.